Event description:
Initial and additional info received from a physician via a sanofi-aventis sales rep on (B)(6) 2010, (B)(6) 2010 and from a physician's assistant on (B)(6) 2010: within the last four months (2010), a pt received an injection of hyaluronate sodium (hyalgan) and experienced new onset atrial fibrillation. No further relevant info reported. This report corresponds to case 2 of 2 (associated case ID is (B)(4)).

Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis co comments dated (B)(6) 2010: this case lacks sufficient clinical info (e.g. Pt's demographics, complete details of the event, therapy dates and dosages of hyalgan, complete medical and social history, concomitant medications, laboratory/diagnostic results, etc). To make a complete medical and causal assessment. Additional info has been requested.